Event description:
It was reported that patient developed bacteremia. The patient had their pacemaker system including the right ventricular lead removed. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).